Event description:
It was reported that the patient underwent surgical intervention to have a inflatable penile prosthesis (ipp) explanted due to the device not functioning properly. Upon explant, the reservoir was empty and air was in the pump. The source of the fluid loss could not be identified. A new ipp was implanted. No patient complications were reported.